Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose was 418 mg/dl at the time of the incident. Patient's current bg: 597 mg/dl. Customer reported that after programing her insulin pump last night blood glucose was 121 mg/dl before dinner, and by bedtime at 12 midnight blood glucose 418 mg/dl today she woke up with blood glucose 523 mg/dl at 3:45am, blood glucose 450 mg/dl at 10am she called the doctor to get the settings and wants to confirm them current blood glucose 597 mg/dl and has treated with manual injections. Customer reports they have contacted their healthcare professional regarding the high blood glucose. Based on customer report customer does not allege pump was under delivering. Customer is not calling back to perform an high pressure test. The pump will not be returned for analysis.